Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
After failed attempt to load wire-guide (boston scientific - jag wire), switched to using competitor stent (wall flex).

Event description:
A supplemental report is being submitted due to completion of the investigation on (B)(6) 2025.

Manufacturer narrative:
Device evaluation the evo-fc-10-11-8-b device of lot number c2092226 involved in this complaint was returned for evaluation, with its opened original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 07th of may 2025. On evaluation of the device, the following was observed: visual inspection: red safety tab returned in place. Safety wire is returned in place. Directional button is in the neutral position. Red shuttle is in the point before the ponr. Severe kink noted at 131.5cm from the white tip. Functional inspection: wire guide would not advance past yellow marker. Lab re-evaluation was completed the (B)(6) 2025: visual inspection: kink observed on the polyimide at the distal side of the yellow marker. Functional inspection: safety wire removed. Stent deployed with no issue. The reported failure was observed manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. (Evolution biliary pc & fc final qc) process step 5 "pass the wire guide (27-064) through the product loading it from the tip. Wire should pass through the zip port freely." The guide wire is passed from the white tip up to and through the zip port, this check is completed at final qc, after manufacturing and just prior to pack. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2092226. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of the relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ there is no evidence to suggest that the customer did not follow the instructions for use. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined. A possible root cause could be attributed potentially to device handling when loading the device onto the wire guide, if a slight curve was not applied with the zip port facing upwards, this could have made it difficult for the wire guide to exit the zip port and could have kinked the polyimide. It may be noted that the details of the wire guide used (diameter) was unknown, therefore this could have potentially also led to the issue reported. Another possible root cause could be due to the excessive force during device handling at the preparation stage. This may have inadvertently caused the kink on the polyimide. The damaged polyimide would then have resulted in the inability to advance the wire guide through the introducer. The resistance caused by the kinked polyimide when advancing the wire guide could have caused the severe kink noted on the outer sheath during lab evaluations. The kink on the polyimide was noted to be at distal end of yellow marker this aligns with the video provided by the user where the wire guide would not pass the yellow marker. Multiple attempts were made to gain more information regarding this event however the customer could not provide the information. (Evolution biliary pc & fc final qc) process step 5 the guide wire is passed from the white tip up to and through the zip port, this check is completed at final qc, after manufacturing and just prior to pack. It should also be noted that during the loading process a mandrel is inserted from the white tip to the zip port, therefore, the kink could not have been present during the loading process. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action / correction complaints of this nature will continue to be monitored for similar events. Summary of investigation confirmed quantity of 01 x used device. According to the initial reporter the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for similar events.